Manufacturer narrative:
Method: device not returned; followed up with company rep.

Event description:
It was reported that the patient underwent an x-stop procedure. Reportedly, the patient bent over and heard a "pop." The device was migrated and not in the ligament. It was noted that the ligament was calcified. Subsequently, the pt was converted to a laminectomy and the device was removed. The pt did well. No additional info was reported.